Event description:
Healthcare professional reported a lap-band port "leak" first noticed when the patient" couldn't keep any fluid in port." The lap-band port ws removed and replaced.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number.